Manufacturer narrative:
Model number/catalog number:sc-2138-50; serial number: (B)(4); batch/lot number: (B)(4); model/catalog description: phase iii linear lead - 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients superior aspect of his pocket site incision was erythematous and induration to the right of the incision has cellulitis. An area of fluctuance with drainage was noted. The patient was prescribed antibiotics on (B)(6) 2018. However the rash has continued to worsen. On (B)(6) 2018 the patient reported that the abscess at superior aspect of the incision has opened and drained profuse purulent fluid. During assessment the report was confirmed as an open draining wound purulent fluid was easily expressed. The physician suspected recurrent (B)(6) abscess. The patient had an incision and drainage performed on (B)(6) 2018 and peripherally inserted central catheter line was placed to treat (B)(6) infection. The patient was doing well and the incision site was well healed and no signs of infection was noted on the follow up visit.